Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving bupivacaine (10 mg/m l, 5 mg/day) via an implantable pump for an unknown indication for use. The rep reported that after pump implantation last week ((B)(6) 2018), the patient developed an epidural hematoma so they "tied off the catheter on saturday and programmed the pump to minimum rate". The patient was hospitalized. The patient was awake and talking. The patient remained hospitalized in the critical care unit (ccu).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-09, additional information was received from the healthcare professional (hcp). Additional information received from the hcp indicated that the cause of the patient's epidural hematoma was unknown. The hcp did not know of any further actions taken to resolve the event or actions taken with the device/system. The patient's status was "dead".

Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-nov-08, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). The rep reported that the cause of death was a hematoma in the intrathecal space. The hcp believed the hematoma was due to the procedure, and not related to the device or therapy.

Manufacturer narrative:
Analysis of the pump (sn;(B)(4)) found a crease on the internal pump tube. Analysis of the catheter (sn; (B)(4)) found an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. The previously reported conclusion code has been updated. If information is provided in the future, a supplemental report will be issued.